Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by legal brief, patient was injured as the result of a defective component exactech inc - optetrak total knee replacement sys.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) as reported by legal brief, patient was injured as the result of a defective component exactech inc - optetrak total knee replacement sys. ¿the exact nature and extent of our client¿s injuries are unknown at this time.¿ no additional information available. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent event cannot be conclusively determined; insufficient information. These devices are used for treatment not diagnosis.